Event description:
Clinical narrative(updated): additional information noted that the vad coordinator inspected alarms throughout the night and identified an ¿impella stopped¿ alarm, which self-resolved after 3 seconds. An impella 5.5 device was inserted via the right axillary artery in a 37-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. The patient was transferred from an outside hospital on bipella support. Upon arrival to the ICU, aics were swapped. After swapping the impella 5.5, a ¿placement signal not reliable¿ alarm became active. Later, the bedside rn reported that the patient was going for axillary washout due to continued bleeding from the 5.5 insertion site. It was unclear which anticoagulation labs were to be started, but at that time all anticoagulation was paused and ptt was 35. The placement signal issue had no impact on the patient's hemodynamics and the patient remained on support. Bleeding may occur in the setting of access-site complications and the anticoagulation/purge requirements associated with impella support.

Manufacturer narrative:
Additional information received b1, b5 updated and h6 code a141204 added.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 37-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. The patient was transferred from an outside hospital on bipella support. Upon arrival to the ICU, aics were swapped. After swapping the impella 5.5, a ¿placement signal not reliable¿ alarm became active. Later, the bedside rn reported that the patient was going for axillary washout due to continued bleeding from the 5.5 insertion site. It was unclear which anticoagulation labs were to be started, but at that time all anticoagulation was paused and ptt was 35. The placement signal issue had no impact on the patient's hemodynamics and the patient remained on support. Bleeding may occur in the setting of access-site complications and the anticoagulation/purge requirements associated with impella support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this impella 5.5device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the automated impella controller.

Event description:
Clinical narrative(updated): additional information noted that subsequently, care was withdrawn and the patient expired. The device will be conservatively reported for death; however, the death is most likely attributed to the patient¿s underlying critical clinical condition as they presented in scai shock stage e. Additional information noted that the vad coordinator inspected alarms throughout the night and identified an ¿impella stopped¿ alarm, which self-resolved after 3 seconds. An impella 5.5 device was inserted via the right axillary artery in a 37-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. The patient was transferred from an outside hospital on bipella support. Upon arrival to the ICU, aics were swapped. After swapping the impella 5.5, a ¿placement signal not reliable¿ alarm became active. Later, the bedside rn reported that the patient was going for axillary washout due to continued bleeding from the 5.5 insertion site. It was unclear which anticoagulation labs were to be started, but at that time all anticoagulation was paused and ptt was 35. The placement signal issue had no impact on the patient's hemodynamics and the patient remained on support. Bleeding may occur in the setting of access-site complications and the anticoagulation/purge requirements associated with impella support.

Manufacturer narrative:
Correction was made to include device sensing issue as part the initial report of the event as there is not enough information to exclude the impella pump used. Accordingly, b5 (event description) and h6 (device problem coding were updated accordingly) with a g3 date of the initial aware date. Additional information was subsequently received. An updated clinical assessment was completed and documented in section b5 (event description). The information confirms that the impella pump placed for support was explanted. The patient was reported to have expired. D6b (explant date) was captured (with d6a implant date repopulated). Change in reportability. Following the clinical assessment, the reportable event classification was revised to death. As a result, sections b1 (adverse event/product problem), b2 (outcomes attributed), and h1 (type of reportable event) were updated. Note: the actual date of death is not known at the time of this follow-up report. A provisional date, based on the explant date, has been recorded. A supplemental report will be submitted upon receipt of the confirmed date of death or any new, relevant information. Complaint coding was updated additionally to align with the reported additional information, to more accurately reflect the reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event. Investigation is ongoing. Related report number. This is one of two device reports associated with the complaint. Refer to h10 for the related report number(s).

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: major bleed/pdi: the cause of the injury was not determined due to insufficient clinical details. Temporary pump stop: the cause of the temporary pump stop cannot be established as there were no data logs or product returned. Placement signal issue: the cause of the placement signal issue cannot be established as there was no product or data logs returned.